Event description:
Arterial was not functioning properly and was thought to be "clothed-off". Nurse removed arterial line per physician's order. Upon removal, there was a 6cm piece of "unraveled" guide-wire attached to the tip of the catheter. X-rays of the left forearm showed a coiled wire remaining in the soft tissues of the anterior distal radius. Impression: retained wire. Physician felt there was a device failure because the wire "unraveled" and a portion broke off and was retained.